Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported material rupture and activation failure could not be confirmed as the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture and activation failure. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a bifurcation of the anterior descending artery with 75% stenosis. The 2.25x15 mm xience alpine stent delivery system (sds) was positioned at the origin of the side branch and inflation was started without success due to a rupture which occurred at 12 atmospheres. The stent failed to deploy and on removing the sds, the stent dislodged from the balloon when it was inside the vessel but was recovered with the delivery system. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.